Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hand procedure, while closing the skin, the surgeon threw four knots, and 70% of the knots came undone. Sutures that did not hold were removed and redone with other suture. There was no patient injury.